Event description:
Customer report received of secondary infusion of ancef 1 gram back flowed into primary infusion of d51/2 saline. The patient received the prescribed dose by administering the small amount remaining in the primary infusion. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The set was received. Investigation is not complete. A follow up report will be submitted with any new information.